Event description:
The user facility in france reported that there was no response from the foot pedal at times during the procedure. There was no patient injury and it is unknown if additional anesthesia was provided to the patient. The procedure was extended for an hour.

Manufacturer narrative:
The device was returned and evaluated. The reported problem was not duplicated. The foot control pitch function is working as required. Laser door is damaged and tension knob has rust on it. The device history record was reviewed and the module met specifications. The foot control was replaced as a preventive measure. The investigation is ongoing.

Manufacturer narrative:
The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.